Event description:
It was reported that the blade connection nozzles (to connect with the handpiece) have melted. The customer thinks that the incident could come from the handpiece since it overheat. A back up device was used for the procedure. No patient incidence as the problem occurred outside of the patient.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Serial number and unique identifier (UDI) # in field for initial MDR was incorrect, this information is unknown.